Manufacturer narrative:
This report has been identified as b. Braun medical internal number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that upon inspecting the tpn IV tubing it was noticed that 1.5 inch of air was within the tubing chamber. Air was then drawn out through the syringe and air continued to accumulate within the pump chamber.